Event description:
Machine that patient was having treatment on alarmed stating "bi cart empty." The bicart was reprimed and the alarm went away. Not long after the reprime, the alarm occurred again along with concentrate type error. This time we switched the bicart to ensure it wasn't a faulty product. The alarm came again once it was done priming. A machine was set up in back to swap out for the remainder of the patient's treatment. Patient was rinse-backed and needle sites were saline locked until hookup to the newly set up machine. Patient did lose approximately 30 minutes of treatment time. Machine work order was called in, and machine is tagged and in the back room. Manufacturer response for hemodialysis unit, phoenix (per site reporter). Performed below work with mfg. Recommendations: opened bicarct holder and discovered lower bicart cover broken. Replaced bicart cover, tested bicart conductivity, 2.90=2.87. Ran patient sim without error. Called vantive and spoke with tech support [redacted] received case number [redacted]. Also received ok to return to use. Performed bleach and rinse checked negative for residual. Returned to use.